Event description:
It was reported that "the pump doesn't work". There was unknown patient involvement and unknown patient harm/adverse event reported. Investigation findings found that the dso seal was damaged, and the device had no software.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. Damaged dso seal and damaged battery compartment were found during inspection. The reported problem was duplicated during testing. The root cause was that there was no software uploaded to the device. The software will be uploaded. The dso seal and battery compartment will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.